Event description:
Customer reported an incident involving a patient that had febrile episodes post treatment since (B)(6) 2012. Patient is being treated twice per month. Name and function of complaint/reporter: dr. (B)(6), physician. Issue occurred: (B)(6) 2012 (exact date requested, but not provided). Issue reported on: (B)(6) 2013. Cts questioned physician regarding the febrile episodes. Physician stated that the patient is a post bone marrow transplant that has received 45+ ecp treatments using a double lumen catheter. Physician stated that the first febrile episode occurred during the first treatment in (B)(6) 2012 ( specific dates not known). Patient reported a low grade fever 102 degrees and chills at home approximately 2 hours after the ecp treatment. Patient advised physician that he had taken tylenol and the fever subsided that day. Physician reported that the same incident and outcome occurred after the second treatment of (B)(6) 2012 and after both treatments in (B)(6) 2012. Physician informed cts that on (B)(6) 2013. The patient came in for his ecp treatment. During transfusion of the treated cells, the patient had chills, began to vomit and started to present with a fever. Physician stated that the patient's body temperature went form 99 to 103.5 degrees within 2 hours. Cts discussed with the physician if she believed that the febrile episodes are related to uvadex. Physician stated that she does not know if they are directly related. The febrile episodes have occurred over multiple lots numbers of uvadex. In addition, these episodes have occurred using different instruments as well as kit lot numbers. The customer consider the event serious. The instrument was set in double needle mode. Associated procedural kit/reagents: kit type: cellex. Kit lot number: multiple. Uvadex lot number: multiple.

Manufacturer narrative:
Therakos medical informed physician that we are not aware of any cases of fever that are solely attributed to ecp. Therakos medical suggested that the physician could consider switching to the oral formulation for two treatments, assuming the patient can tolerate, to see if the fever returns. Therakos medical asked the physician to follow up with what they opted to do for future treatment and their outcome. This event has been assessed as serious based on the fact that patient required hospitalization and also because the health professional reporter considered the event as serious. Concerning the expectedness the ccds reports as follow: in clinical studies in patients with ctcl, ecp was assessed as having a transient fever post infusion in 1.5% of patients. An analysis of postmarket data shows the following event occurred with an incidence of <0.01% rash, allergic reaction, pyrexia, nausea, vomiting, fatigue, dysgeusia, hypersensitivity including anaphylaxis. Therefore, the event could be considered as expected. Concerning the relationship, patient received uvadex, therefore, relatedness to the administration of the drug could not be excluded. (B)(4).